Manufacturer narrative:
Device investigation narrative - the device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a bent clamp ring handle was observed. A functional evaluation revealed the device failed the weight test and that the foot pedal was not holding air properly. The complaint was confirmed and the root cause has been associated with a defective footpedal. No containment or corrective actions are recommended at this time. Reuse of a reusable device. Device evaluated by the manufacturer. (B)(4).

Event description:
It was reported that the spider was not holding air, was not staying in place and the seals were leaking. Backup device was available. No patient injuries were reported.